Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an alert of backup vvi (bvvi) was noted. However, the device was still providing the programmed pacing outputs, therefore, the bvvi alert was false. The device was re-interrogated and the device was working as programmed. No additional intervention was performed and the patient was stable.